Event description:
It was initially reported that during cleaning at the user facility that the device would not oscillate. During equipment testing conducted by a manufacturer field service technician it was further determined that the device would run in forward while in oscillation mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.